Event description:
Complainant reported experience after receiving a dermatology treatment to remove a cancerous spot on his face. Complainant was treated with a device called levulan kerastick (aminolevulinic acid hci) for topical solution, 20%. The cancerous spot was removed then treated with this device. Per complainant, acid was applied to his face and left on for 1 hour. Face was then treated with a blue light and an eye protector. Which complainant stated did not fit properly. Complainant stayed under the blue light lamp for 16 minutes. Since treatment, he has experienced blurry eyes. His doctor advised him that symptom would be temporary and should clear up after two weeks. It has been longer than two weeks and symptom has not improved. Complainant believes symptom was caused by the eye protection not fitting correctly during the procedure and/or acid got into his eyes. Either speculation, complainant reports ongoing issues with blurry eyes.